Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was "not pressuring both chambers". No patient involvement reported.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received in good condition, no issues found during visual inspection. Per functional testing, both pressure chambers pressurized. When the pressure cuffs were first turned on (while connected to the device) the pressure initially climbed to around 250-260mmhg then after a few minutes they reached the 280-290mmhg specifications. While testing them separately without the extra tubing using the calibrated air supply both pressure cuffs measured 280-290mmhg which is within specifications. The complaint was not replicated or confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the compressor for preventative action. The device passed all functional and delivery tests.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.